Manufacturer narrative:
The reported deformation upon deployment could not be confirmed. There were no observed artifacts related to the design, or assembly, or device acceptance inspections that indicate the design or the manufacture of the present occluder is the root cause of the reported deformation upon deployment. A more comprehensive assessment could not be performed since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. There were no additional pers associated with this batch of devices. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2020, a 24mm amplatzer p.I. Muscular vsd occluder was selected for implant. During deployment a cobra deformation was noted. The device was recaptured and released again and a cobra deformation was noted again. The device was removed from the patient and replaced with a new device. Post implant the patient expired on (B)(6) 2020. The death is not related to either devices or procedure.

Manufacturer narrative:
Further information regarding this event has been requested. The investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2020, a 24mm amplatzer p.I. Muscular vsd occluder was selected for implant. During deployment a cobra deformation was noted. The device was recaptured and released again and a cobra deformation was noted again. The device was removed from the patient and replaced with a new device. Post implant the patient expired on (B)(6) 2020. The death is not related to either devices or procedure.